Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. The result for the first sample from the patient was 9.81 pg/ml and was reported outside the laboratory. A second sample was drawn from the same patient on (B)(6) 2016 and the results were 3904 pg/ml with a data flag and 3915 pg/ml with a data flag. The customer wondered why these results were different from the first sample and repeated testing on the first sample. The repeat result was 4321 pg/ml with a data flag. The patient was not adversely affected. The reagent lot number was 18754802 with an expiration date of 12/31/2016. The field service representative performed an adjustment of the probe. A specific root cause could not be identified. The issue noted with the probe alignment was a possible cause as well as preanalytical noncompliance based on information that the customer was not following the tube manufacturer's recommendation for centrifugation conditions.